Event description:
It was reported that a spectrum pump constantly alarmed 'air-in-line.' It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of constant 'air-in-line' for a single event through the history log, but could not reproduce it during eval. Eval found the upper ultrasonic sensor reading to below spec, which can cause the pump to be more sensitive. The ultrasonic sensor was replaced to correct this condition.